Event description:
It was reported that this shipment contained 2 defective magic 3 go male intermittent catheters. Patient specifically mentioned that the last 5/8 inch of the catheters were extremely bent at about a 30-degree angle and were unusable. The patient had discarded the catheters.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that this shipment contained 2 defective magic 3 go male intermittent catheters. Patient specifically mentioned that the last 5/8 inch of the catheters were extremely bent at about a 30-degree angle and were unusable. The patient had discarded the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.